Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the abdominal aorta. A 33/7/2/65 equalizer¿ occlusion balloon catheter was advanced for dilatation; however, during the first inflation of an extension, the accommodation balloon was noted to be ruptured in the initial inflation. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag; overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The balloon was inspected and was found to be burst. The balloon bonds were inspected and found to be continuous and intact. Functional testing cannot be performed based on the returned condition of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the abdominal aorta. A (B)(4) equalizer occlusion balloon catheter was advanced for dilatation; however, during the first inflation of an extension, the accommodation balloon was noted to be ruptured in the initial inflation. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.